Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip were reported in a research article in a subject population with multiple co-morbidities including hypertension, previous stroke or tia, porcelain aorta, smoker, diabetes, dialysis, chronic lung disease, heart failure, hospitalization, peripheral vascular disease, permanent pacemaker, cardiac resynchronization therapy, atrial fibrillation, myocardial infarction, CABG, aortic valve replacement, percutaneous coronary intervention, degenerative mitral regurgitation, functional mitral regurgitation, aortic regurgitation, tricuspid regurgitation, mitral annular calcification. Complications reported included death, heart failure hospitalization, valve reintervention, surgical intervention, recurrent mitral regurgitation, stroke, mitral stenosis, and tricuspid intervention; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B2: death date is estimated. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article "prognostic significance of mitral annular calcification assessed by computed tomography for transcatheter edge-to-edge repair outcomes" was reviewed. The article presented a retrospective single center study, to evaluate the association between CT features of mitral annular calcification (mac) and clinical outcomes after transcatheter edge-to-edge repair (teer) at 3 years. Devices mentioned include mitraclip. The article concluded that all-cause mortality did not significantly differ between patients with varied mac severity. However, greater calcium thickness and leaflet involvement were associated with worse clinical outcomes in patients undergoing teer. Detailed preoperative CT evaluation can facilitate the prediction and management of teer outcomes. [The primary author and corresponding author was raj makkar at cedars-sinai medical center, los angeles, california, USA with corresponding email: raj.makkar@cshs.org. The time frame of the study was april 2015 and march 2021. A total of 391 patients were included in this study, of which all received an abbott device. Average age was 74 and majority sex was male. Comorbidities included hypertension, previous stroke or tia, porcelain aorta, smoker, diabetes, dialysis, chronic lung disease, heart failure hospitalization, peripheral vascular disease, permanent pacemaker, cardiac resynchronization therapy, atrial fibrillation, myocardial infarction, CABG, aortic valve replacement, percutaneous coronary intervention, degenerative mitral regurgitation, functional mitral regurgitation, aortic regurgitation, tricuspid regurgitation, mitral annular calcification. Complications included death, heart failure hospitalization, valve reintervention, surgical intervention, recurrent mitral regurgitation, stroke, mitral stenosis.